Manufacturer narrative:
The initial medwatch report indicated: physio-control evaluated the device and verified the reported and observed issues.  Physio-control replaced the system, biphasic and therapy pcb assemblies and observed proper device operation through functional and performance testing.  The device was then returned to the customer for use. The removed pcb assemblies were further evaluated in the failure analysis center.  The cause of the reported issue and the observed charging issue was due to two shorted transistors, designators q5 and q6 from the biphasic pcb assembly.   Additionally it was observed that the therapy pcb assembly malfunction caused the ECG signal recognition issue. The initial medwatch report should have included: physio-control evaluated the device and verified the reported and observed issues.  Physio-control replaced the system, biphasic and therapy pcb assemblies and observed proper device operation through functional and performance testing.  The device was then returned to the customer for use. The removed pcb assemblies were further evaluated in the failure analysis center.  Physio-control observed that the observed charging issue was resolved with the replacement of the therapy pcb assembly, but a component cause could not be determined.  Additionally it was observed that two shorted transistors on the biphasic pcb assembly, designators q5 and q6 was causing the device to deliver an monophasic defibrillation shock (the negative portion of the biphasic waveform was missing) reduced approximately 20% of the selected energy level.  The therapy pcb assembly malfunction also caused the observed ECG signal recognition issue.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported and observed issues.  Physio-control replaced the system, biphasic and therapy pcb assemblies and observed proper device operation through functional and performance testing.  The device was then returned to the customer for use. The removed pcb assemblies were further evaluated in the failure analysis center.  The cause of the reported issue and the observed charging issue was due to two shorted transistors, designators q5 and q6 from the biphasic pcb assembly.   Additionally it was observed that the therapy pcb assembly malfunction caused the ECG signal recognition issue.

Event description:
The customer reported that their device had failed its user test and logged an event code.  After an evaluation of the device, it was observed that the device was unable to charge defibrillation energy, nor could it recognize an ECG signal through the paddles lead.   There was no report of any patient use associated with the reported issue.